Event description:
It was reported that the right atrial (ra) lead was oversensing the t-wave of the right ventricular channel. As a result the patient experienced bradycardia with a heart rate of 38. The atrial sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.